Event description:
According to the reporter, during an endoscopic tumor resection, after cutting the tissue, the jaw was unable to close. To resolve the issue and complete the procedure, the surgeon performed manual stitching that also caused extension of the operation and increased in medical expenses.